Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer¿s blood glucose was 265 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.